Event description:
It was reported to resmed that an astral device's touch screen was flickering and the device was inoperable. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref #: 3004604967-2015-00078.